Manufacturer narrative:
Qc was within specifications during the time of the event. A system check performed in 2008 passed. The customer reported no issues with qc, the instrument, or other pt results. The customer collects plasma samples in bd, pst tubes and serum samples in greiner sst tubes. Specimens are centrifuged for 5 mins via automation line. Samples not centrifuged via automation line are spun at 3,500 rpm for 5 mins. The pt sample was sent to bci for investigation: a customer product line support (cpls) was unable to determine the root cause for the erroneous results. A field service engineer (fse) was not dispatched to the customer's lab. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously high troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for a single pt. A pt plasma sample was tested for accu tni and a result of 1.12 ng/ml was obtained. The sample was retested and repeated results were 0.72 ng/ml and 0.28 ng/ml. The sample was aliquoted and re-spun, and then retested for accu-tni and a result of 0.07 ng/ml was obtained. On the next day, a fresh plasma sample was collected from the pt and an inital result was 0.68 ng/ml, and 0.22 ng/ml and 0.16 ng/ml upon repeat. A serum sample collected on the same day as the 1st plasma sample gave results of 0.09 ng/ml and 0.10 ng/ml. The sample was retested on the next day and 2 results of 0.06 ng/ml were obtained. It is unclear which results were reported out of the lab. The customer did not report pt injury requiring medical intervention or change a pt treatment attributed or connected to this event.